Event description:
End-user reports red irritated area located at the base of the stoma.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive convex wafer and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. Report states that the box was discarded, therefore, a return sample was not available for lot number identification. No additional event/pt details have been provided to date. A return sample for eval is not expected. Reported to FDA on (B)(4), 2013. Note: the actual date of event is unk, as the date used was the date convatec became aware.